Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not know why the cartridge ran out of insulin so quickly. The customer stated the cartridge was filled three days ago and it would usually last. During troubleshooting with tandem technical support, it was identified in the pump logs the load process was performed twice. No further information was provided. There was no reported impact to the customer's blood glucose level.